Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing o-ring, cracked case at display window corners and battery tube threads.

Event description:
The customer reported that she dropped her insulin pump. The insulin pump was cracked and broken all around the reservoir compartment. The insulin pump since then has alarmed no delivery. Customer' s blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.